Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken.

Event description:
Catheter presented rupture below the oval disk (during flush, before insertion, we saw rupture), the procedure was performed by a trained professional and the same technique used with other catheters of this brand.